Event description:
Thirteenth hickman rupture, rn was flushing the white port after drawing labs and the port popped. Rupture is similar to most of the ones reported, half moon shaped break about 1/2" long in one of the small ports right next to the trifurcation.